Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 15 devices were evaluated in the field and the issue was confirmed; there were broken/damaged components. The devices were repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. The user felt the product was difficult to maneuver in the snow. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 16 </noe> malfunction events, where it was reported it was difficult to load/unload the cot. There was no patient involvement.

Manufacturer narrative:
Supplemental submitted to update information; there were only 15 devices confirmed to have the reported issue, not 16 as initially reported. 1 device was evaluated and found to have a malfunction that did not affect functionality of the unit. 13 devices were evaluated in the field and the issue was confirmed; there were broken/damaged components. The devices were repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. The user felt the product was difficult to maneuver in the snow.

Event description:
This report summarizes 15 malfunction events, where it was reported it was difficult to load/unload the cot. There was no patient involvement.